Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an occlusion alarm. The customer's blood glucose (bg) level was 300 mg/dl with ketones and insulin injections were used to address the bg level. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis on (B)(6) 2015. The customer was treated with saline, electrolytes, and insulin. The bg level was lowered to 150-160 mg/dl. The customer was discharged on (B)(6) 2015. Due to this event, the customer is now more sensitive to high bg levels and ketones. At the time of the event the customer had been using the cartridge for 3 days.

Manufacturer narrative:
.

Manufacturer narrative:
.

Manufacturer narrative:
.